Event description:
It was reported that a farawave catheter was selected for use during a pulsed field ablation procedure to treat paroxysmal atrial fibrillation in a farapulse pms study. Following the procedure, the patient experienced atrial fibrillation. Electrical cardioversion was performed, and the patient recovered. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to e: initial reporter. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use during a pulsed field ablation procedure to treat paroxysmal atrial fibrillation in a farapulse pms study. Following the procedure, the patient experienced atrial fibrillation. Electrical cardioversion was performed, and the patient recovered. The device is not expected to be returned as it was disposed.